Manufacturer narrative:
Examination was possible, as the product was not returned. The investigation was limited to the info provided. Based on the investigation, the need for corrective action is not indicated.

Event description:
An end cap for humeral nail got broken during insertion.